Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Rp fell out of place three times, creating positional issues.

Manufacturer narrative:
Pump was not returned for investigation. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not available.